Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured at 6 atmospheres for 1 second. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.